Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The smartablate irrigation line was prepped; however, it was not hooked up to the thermocool® smart touch® sf bi-directional navigation catheter before the catheter entered the body. The ablation catheter was in the left atrium for about 10 minutes while a map was created with other catheters. Before any ablation therapy was delivered, it was discovered irrigation was not connected. The catheter was removed. Coagulum was visible on the tip. Irrigation was connected and a purge was attempted; however, the holes in the catheter tip appeared clogged. A new catheter was opened and used with no issues. There was a bolus of 10000 units of heparin with subsequent infusion of 13ml/hr administered before the catheter was placed in the body. The surgery was delayed 5 minutes. The procedure was completed. There was no patient consequence. Additional information was received. Coagulum was present in the catheter tip. This was wiped off; however, while trying to flush the catheter, irrigation was not able to come out properly. There were no errors on carto 3. No issues for temperature were observed. No ablation was performed; the catheter was replaced before the first ablation. Setting was power control and 50w; however, no ablation was performed with this catheter. The color options used was fti target of 500gs. Correct catheter settings were selected on the generator. Physician attempts to maintain an act of approximately 350 during his af procedures. No symptoms that the caller was unaware of. The physician acknowledged the coagulum was caused by not setting up the irrigation properly. The physician was concerned about the risk of an air bubble in the catheter being released into the left atrium.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(4). E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 07-dec-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31134192l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The smartablate irrigation line was prepped; however, it was not hooked up to the thermocool® smart touch® sf bi-directional navigation catheter before the catheter entered the body. The ablation catheter was in the left atrium for about 10 minutes while a map was created with other catheters. Before any ablation therapy was delivered, it was discovered irrigation was not connected. The catheter was removed. Coagulum was visible on the tip. Irrigation was connected and a purge was attempted; however, the holes in the catheter tip appeared clogged. A new catheter was opened and used with no issues. There was a bolus of 10000 units of heparin with subsequent infusion of 13ml/hr administered before the catheter was placed in the body. The procedure was completed. There was no patient consequence. The bwi product analysis lab received the device for evaluation on 22-feb-2024. The device evaluation was completed on 08-mar-2024. The device was returned to biosense webster for evaluation. A visual inspection, microscopic examination, temperature, impedance, pump, and pressure gauge test of the returned device were performed following bwi procedures. The device was visually inspected, and thrombus/clot attached on the tip was observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot issue reported by the customer was confirmed. The customer refer that it was discovered that the irrigation was not connected, that could be the root cause of thrombus/clot issue; however, this cannot be conclusively determined. Despite the residues attached on the tip, the irrigation issue reported by the customer, could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported irrigation issue. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported coagulum issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).